Event description:
It was reported to olympus that a telescope had the red and blue rings spinning. The reported issue was found during reprocessing of the device. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during intake, broken or loose components at the outer area of device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the investigation, non-reportable issues were found: the device passed the dunk test and the plastic had minor scratches on the c-cover. The outer tube was bent, received without the inner, outer adapters and without the protector tube. Dents were found on distal end, fiber breakage, dents and debris. The instigation is ongoing, once completion, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported issues is most likely due to improper or rough handling. Olympus will continue to monitor field performance for this device.